Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37761, serial# (B)(4), product type: recharger. Analysis determined that the connector was broken on the desktop charger (s/n: (B)(4)). (B)(4).

Event description:
It was reported that the recharger was not charging. It was noted the issue with the recharger started about 1.5 weeks ago. The reporter stated that there was a bent connector pin on the charger. It was noted that the patient&#62688;stimulation stopped 2 weeks prior to the report. The reporter stated the patient had not charged in 1.5 weeks and was in a lot of pain. It was noted the patient&#62688;pain at night was unbearable. The reporter noted the patient had no stimulation for two weeks. It was further reported that the patient had a broken connector pin. It appeared to have occurred through product use. No patient harm reported. Indication for use included failed back surgery syndrome, and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.